Manufacturer narrative:
The reported condition of constant alarm when attempting to run was confirmed and duplicated caused by a separated motor. The motor was upgraded to correct the reported condition. (B)(4).

Event description:
A baxter service technician reported finding a constant alarm when attempting to run. This event occurred during product evaluation which caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.